Event description:
It was reported that the 12mm fenestrated grasper was inserted into a cannula with the grasping jaws closed. During the surgeon's first attempt to move the instrument tip, the instrument would not articulate. While the surgeon was attempting to articulate the instrument with the zeus instrument control system, the jaws of the grasper opened and could not be closed. Fragments were noted to have separated from the distal end of the instrument. The instrument fragments were removed from the pt via the assistant port. The surgeon is confident all pieces of retained metal were removed from the pt. In order to remove the fenestrated grasper, the instrument and cannula were removed from the pt simultaneously while the pneumoperitoneum was maintained manually. The fenestrated grasper was removed and replaced with a large needle driver. The case was completed using the zeus instrument control system without further incident. There were no other reported complications due to the breakage or the resultant instrument removal. No pt harm, pt injury or other adverse event was reported.